Event description:
Patient scheduled for total right knee replacement. Received regional anesthesia and room opened for procedure with the velys saw and robot. When setting up the saw and before pt came to room, the saw handpiece had a leak which appeared to be oil. The same was true of the second handpiece. The handpieces were returned to spd for cleaning and sterilization. The manager in spd hand-washed and made sure all residue was removed from the instruments and re-sterilized both handpieces. When the sterilized package was opened, the oil re-appeared and the case had to be cancelled. While this patient had no injury from the instrument itself, she received a now needless regional anesthetic and medications, and the supplies/instruments prepared for the procedure had to be thrown away or sent for re-sterilization. Patient went home and came back today ((B)(6) 2024) to have the procedure done with the velys saw provided by the company representative. This particular handpiece is re-usable and was used a total of 10 times prior to the event date. The second handpiece was used a total of 7 times prior to the event date. It is unclear when the leak actually began and may or may not have affected a prior patient. Representative took the device. Reference report #mw5152693.